Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Reportedly, the customer started a sensor session. There was no reported impact to the customer's blood glucose level.